Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened up and act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery alarm due to unresponsive button. Device had missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that buttons of the insulin pump are harder to press. Customer's blood glucose level was unknown at the time of incident. Customer stated that buttons stickers keeps falling off, the batteries have to be changed frequently and have to be put new input after battery change. The insulin pump will not be returned for analysis.